Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on july 31, 2017, it was reported that the device would not mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twelve times as documented in the repair reports in livelink. The last repair was may 31, 2017 where it was reported that the device was producing an incomplete mesh and the gears were replaced. The incomplete mesh is associated with the current repair. Hence the previous repair is similar in nature to the current repair. Initial qa inspection of the skin graft mesher by on august 4, 2017 revealed that the calibration was out of specification but the test cut was still completed with the test cutter. The gears and roller had visual damage. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced incomplete cuts after the collars, bushings, and gear were replaced and the cutters were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 4, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device would not mesh¿ was confirmed since during the initial inspection it is noted that the both the cutters produced an incomplete mesh. The root cause of the reported event was due to the cutters that could not produce a complete mesh. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the damaged comb was replaced.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received, but not yet evaluated.

Event description:
It was reported during meshing of a donor allograft skin the device had an incomplete mesh. No adverse events have been reported as a result of the malfunction.